Event description:
The customer reported that the touch screen is off and "the touch is not where they touch". There was no patient involvement.

Manufacturer narrative:
During further investigation, a visual inspection of the touchscreen revealed evidence of line crack damage on screen front display. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Physical damaged resulted in the line crack damage on screen front display.